Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #1). An additional MDR was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1, #2). Per op notes, ¿the bard flat mesh (device #1) was sewn in place along the shelving border laterally and medially tacked to transversalis fascia, the second piece of bard flat mesh (device #2) was added to length of defect.¿ (B)(6) 2015 ¿ patient had fluid collection in left groin thereby underwent incision and drainage of left groin wound. (B)(6) 2015 ¿ patient was diagnosed with left groin abscess thereby underwent open repair with removal of meshes (device #1, #2). Per op notes, ¿there was some necrotic fat and incorporated mesh which was excised to its fullest extent. The foul-smelling purulence was expressed from left scrotum.¿